Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that a cosmetic driveline repair was requested on (B)(4) 2021 due to many areas of rescue tape and overall poor condition of the driveline. No alarms or issues were noted upon interrogation. Technical services was onsite (B)(4) 2021 for a cosmetic driveline repair. Most of the driveline was replaced with around 44inches remaining.

Manufacturer narrative:
Section d4: only percutaneous lead returned. Manufacturer's investigation conclusion: damage to the outer jacket of the patient¿s driveline (dl) was confirmed through the evaluation of the returned portion of the dl. Although a specific cause for the observed damage could not be conclusively determined, it did not contribute to an electrical issue. The distal end of the dl was returned, measuring approximately 16¿ from the controller connector. Electrical continuity testing of the dl in the condition that it was received found all wires to be electrically intact. No wire-to-wire or wire-to-shield electrical shorts were induced during this test, despite manipulation of the dl. A layer of rescue tape was observed along the outer jacket. Upon removal of the tape, multiple tears were observed in the silicone jacket. The dl was disassembled, and microscopic inspection of the underlying wires revealed no evidence of any breaches or damage to the wire insulation or underlying conductors. The dl was then submerged in a saline bath for high potential testing to verify the integrity of each wire¿s insulation. This test did not reveal any areas of current leakage. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) rev. C, is currently available. Section 6 ¿patient care and management¿ discusses damage due to wear and fatigue of the driveline. This section also contains information on ¿caring for the driveline¿ (under ¿ongoing system assessment and care¿) and provides possible indications of driveline damage as well as how to respond to such events. This section also instructs to check the driveline daily for signs of damage, such as cuts, holes, or tears. Section 8 ¿equipment storage and care¿ also contains information on ¿care of the driveline,¿ and provides possible indications of driveline damage. The heartmate ii lvas patient handbook, rev. C, is also currently available. Section 4 ¿living with the heartmate ii¿ contains information on caring for the driveline and instructs to not twist, kink, or sharply bend the driveline. Section 6 "caring for the equipment" discusses damage due to wear and fatigue of the driveline and outlines indications of driveline damage, as well as how to respond to such events. The relevant sections of the device history records for (B)(6) and the driveline were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.